Event description:
It was reported that there was no stimulation sensation. The unit had not worked for over a year. About six months ago the unit was tested and it was noted that the patient needed a new implant. The patient was trying to get a new doctor to get it fixed. The unit stopped working 14 months ago. The patient was getting bad headaches 6-8 months ago. There was numbness down the arm and had a couple epidurals. The patient quit charging and unsure when this started, maybe six months ago. It was noted that they tried to charge but it quit charging, it was noted that it was an internal issue. The patient had two surgeries the week prior to the report, one for the lower back related to the spine but not back. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).